Event description:
It was reported that there was a reduction in brake force due to delaminating casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the casters were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which deteremined there was a reduction in brake force due to delaminating casters. Customer performed evaluation.